Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Visual inspection of the button found no damaged like scratches on it. Evaluation of the suture found that the suture loops were broken, and the sutures showed frayed. A user error is the most likely cause of the reported and observed damage on the suture.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the suture of the device tore when the implant was pulled into the drill channel. There was no harm for patient, operator or third party reported. No further information received. Update avoe 05-sep-2024. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.